Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during the rewind process. The patient's blood glucose was normal and did not require medical treatment. There were prior motor error alarms identified in the alarm history. No further details were provided. The insulin pump will be returned and replaced.